Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damage. Customer states that top of the reservoir compartment was broken off as results of this reservoir unable to lock in place. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with partially broken retainer, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.